Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited non-conversion of ventricular tachycardia (vt) and ventricular fibrillation (vf) since 2023. The s-ICD system was deactivated and subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited non-conversion of ventricular tachycardia (vt) and ventricular fibrillation (vf) since 2023. The s-ICD system was deactivated and subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited non-conversion of ventricular tachycardia (vt) and ventricular fibrillation (vf) since 2023. The s-ICD system was deactivated and subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The device is expected to be returned for analysis.